Manufacturer narrative:
Concomitant medical product: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
Information was received from the consumer, regarding a female patient receiving intrathecal morphine (unknown dose and concentration) and one other unknown drug via an implantable infusion pump. The indication for use of the device was unknown. It was reported that the patient had three strokes after the pump, and since her memory is fuzzy. The patient did not have a current managing physician. No other information was given regarding this event. Follow up was conducted for further information regarding whether there was a device concern, what circumstances led to the strokes, and whether the strokes were resolved. If additional information is received this report will be updated.